Event description:
A company representative reported the infusion device display is heavily scratched and damaged. This was discovered during training, and misinterpretation of the insulin delivery amounts is possible. The infusion device was requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The display window is scratched due to a mechanical impact; therefore, the display is no longer fully readable in the area where therapy-relevant information is visible. As the problem mentioned by the customer is related to a handling issue, no corrective or preventive actions will be initiated.